Manufacturer narrative:
Customer report of "could not maintain the inflation" was confirmed. Balloon ruptured all the way around the circumference, distal of the proximal bond. Ruptured portion of latex was inverted over the distal tip. Unknown if latex was missing. Latex is yellowish in color.

Event description:
Balloon - inflation; it was reported tha the balloon did not inflate and could not maintain the inflation. There were no patient complications reported.